Event description:
It was reported that the line connected with 3way port was cut. No patient injury was reported.

Event description:
During the processing of (B) (6) using the device, the bag component of the device had been laid on the bench after centrifugation before expression of the supernatant, a part of the supernatant leaked out on the bench. The user ascribed the leak to the absence of a cap sealing a port. The absence of the cap from the device was not noticed until after the leak was observed. Because of the potential for contamination, bacterial testing was performed yielding negative results. The remaining (B) (6) product was saved, processed and the (B) (6) product sent to the hospital, where clinicians were informed of the deviation. The graft was performed without adverse clinical effects, as of the time of this report.

Manufacturer narrative:
The involved device was not returned for investigation. However a photograph was provided. Evaluation of this photograph by the manufacturing facility confirmed the customer's observation that the y connector injection site had been assembled to a different bag connector than specified. This deviation can be attributed to operator error during the product assembly process. This product should have been discarded during the visual inspection process and should not have been allowed to leave the manufacturing facility. As a preventative action, all relevant personnel have been made aware of this occurrence. Summary: user report confirmed. Proximate cause: operator error during manufacturing. Preventative action: awareness training. Unless substantially significant information becomes available, this constitutes a final report.